Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage on electronic assembly or motor noted. The insulin pump is within normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The insulin pump has cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed battery out limit. It was also reported that the insulin pump has an unresponsive keypad. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.